Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service, a syringe plunger sensor error occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device available for evaluation, h3. Device evaluated by manufacturer and h6. Health effect, evaluation codes: updated. Device evaluation: one device was received. A visual inspection noted a chipped left corner on the top case. During the functional testing, a "syringe plunger not in place" message was found and the q1 chip on the plunger board was loose. The root cause found that the q1 chip was broken off the plunger board during an impact. Plunger board glue was present but broken. The plunger board was replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.